Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated that when they got the device implanted, it worked really well for their symptom control until they had a loss of therapeutic effect/their over active bladder (oab) symptoms returned. The patient could not say when their symptoms returned but that when this occurred the health care physician (hcp) put them back on a pessary as well as the ins to help with their oab issues. The patient stated that this had been working well for them until about a month -3 weeks ago when vaginal bleeding started occurring. The patient reported that the hcp had done an ultrasound but no known issues had appeared on the ultrasound. The patient said they were monitoring the bleeding and working with their hcp since the hcp had said that the pessary could potentially cause the vaginal bleeding. The patient noted that the bleeding had stopped or was very little amount on their pad but that the day prior to the call their bleeding had started occurring again. The caller stated that when the bleeding was present they needed to remove the pessary and that when they did their oab symptoms returned again and they had wanted to know if a loss of therapy was a sign that their batteries were low? Patient services reviewed the information. There were no further complications reported.

Manufacturer narrative:
Aware date was incorrect in previously submitted supplement MDR. The correct aware date for the new information should be oct. 10, 2019 (and not oct. 10, 2018 as previously reported). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient repeated that the stimulation was too high and they felt it curl their toes. They had tried to turn t down on their own but was having difficulty. With assistance, the patient adjusted the stimulation down. It was reported they were on program 4 at 1.8 volts and would go down to 1.3 volts. It was confirmed that the controller was working at designed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had pain and cramping in her foot (B)(6) 2018 (she stated for 3 weeks while on program 2). She reported her left foot was cramping after she adjusted stimulation up on program 4. After decreasing amplitude that eliminated the uncomfortable stimulation. She stated she decreased stimulation down to 1.9 and she felt relief from the cramping sensation. Additionally, the patient stated it has not helped, she had 5 leaks and an accident at the grocery store on the day of the call. She was currently on program 4 at 1.8 v and felt like the stimulation might be too low. She stated she needed assistance to increase stimulation. She also mentioned she was feeling stimulation in her toes prior to switching to program 4 but stated after switching to program 4 she no longer felt stimulation in her toes. It was reviewed how to increase stimulation, was able to increase it to 2.1 v where she felt strong comfortable stimulation in her vaginal area. She also wanted to know how often she will have to adjust with this therapy. Was reviewed with the patient that most patient once they find the right program and right stimulation for them that adjustment won't be done as often. The patient stated she has an appointment with her urologist on (B)(6)2018. Additional information was received from the consumer on november 13th, 2018. It was reported by the patient that they had stimulation in their left foot since implant and the first time they called patient service decreasing stimulation didn¿t work. The patient reported they had called again on (B)(6) 2018 and reiterated that the stimulation was decreased during the call in order to try to help the patient not feel stimulation on their foot. Stimulation in the wrong location was reported. The patient reported that since sunday, the stimulation in their foot progressed from being just in their small toe to all the toes and now had ¿graduated¿ to their toes so that they could see 3-4 toes moving. The patient reported they got a pedicure and their toes were going in a ¿roter¿ motion. The patient reported they were up the night prior to the call because they couldn¿t figure out where to adjust stimulation so that their toes weren¿t moving around; the patient stated they couldn¿t sleep. The patient reported they were calling for help in lowering stimulation because they were in a lot of pain. The patient stated they knew if they lowered stimulation they would have more leakage but they couldn¿t live their life with their foot being this way. The patient reported that this weekend they had a lot of spillage and stated that they were in the store and it was too late to get to the bathroom on time and they had urinary incontinence. The patient reported they didn¿t want to leave the house because they just didn¿t know when they would have an accident. The patient stated they didn¿t know when the urine was going to come. While on the call the patient decreased the amplitude from program 4 at 1.9 to 1.4 v and this eliminated the uncomfortable stimulation. The patient stated they didn¿t feel the foot issue. The patient reported their toes jumping didn¿t happen continuously and that it happened in different body positions. The patient stated when they laid down was when the stimulation would ¿kill¿ them. (This was a colorful phrase to describe their pain and not an actually allegation that the stimulation was killing them). The patient reported the health care physician (hcp) had directed them to be on program 2 for a certain amount of time and then to change to program 4, which the patient had been on during the call. The patient reported the hcp had directed the patient to change to the program (either program 2 or program 4) that worked best at week 6 and c hange to that program. The patient reported the hcp was supposed to call them on the day of the call and they were going to follow up with their hcp. The patient also stated after therapy expectations were reviewed that the trial had reduced their symptoms by 95%. The patient asked if there were any other bladder therapies the manufacturer company had. The patient stated they tried nuro like 3 years ago and then stated they were on ¿desacare¿ and it worked perfectly for 2.5 years and around (B)(6) 2018 the desacare medication just stopped working for them. The patient called again on (B)(6) 2018 to say that after the decreased the stimulation down to 1.4 they stopped having the spasms in their toes and they haven¿t had any accidents or bladder leaks but reported they didn¿t feel the stimulation in their vagina or buttocks so they wanted to make sure that was ok. On december 19th, 2018, additional information received from the patient who wanted to know when as the last time they called and what setting they left stimulation at because it is working well for them. On february 19th, 2019, additional information received reported that the patient would be up at night. This was because they could not sleep because their foot could not move ¿this way and that¿ as a result of the foot cramping and pain. Additional information was received from the consumer on april 19th, 2019. The patient reported they didn¿t know if they should increase it. They felt like they got a ¿bit of leakage.¿ the patient then proceeded to mention they had a prolapsed uterus that happened after ins implant but the patient also mentioned it had ¿nothing to do with the implant.¿ the patient mentioned that because of the prolapsed uterus they had increased pressure which would cause the patient to need to use the restroom. The patient also mentioned they had a ¿pessary¿ to help with the prolapsed uterus. While on the call, the patient synced with the programmer and it showed stimulation was on. The patient confirmed stimulation was on p4 at 1.2v. The patient confirmed they had not discussed increasing the stimulation with the hcp and asked patient services if the stimulation should be increased due to they symptoms mentioned. The patient was redirected to their hcp for medical advice on adjusting stimulation. The patient mentioned they may just take out the pessary, wash it and flip it around. The patient mentioned they had no pain and no bleeding so it was ¿not an emergency,¿ and they mentioned they would follow up with their hcp on monday. Patient services reviewed the patient could call back if assistance was needed in adjusting therapy. On september 17th, 2019 additional information was received from the patient. The patient reported that she had been having more leaks within the last 2 weeks and wanted to switch from program 4 to program 3. The patient was currently on program 4 at 1.2 v, stim on. Patient services was able to help the patient switch to program 3 and stimulation was at 1.8 v. The patient was going to keep it there for now and monitor her symptom. Patient services reviewed therapy expectations (50% reduction in symptoms) . On september 18th, the patient called back and stated that she was calling about the same issue. The patient reiterated that she has the settings at program 3, 1.8v and wanted to verify what settings she had. The patient then said she did not realize that she may feel different stimulation in different positions and then she thought the stimulation was a little too high last night and could feel the stimulation in her hips when she went to lie down and then she would feel the stimulation in her toes as well but only when she was laying down. The patient stated that she changed the stimulation down to 1.4 v and decreased the settings and will monitor the feeling of stimulation. The patient then had questions about if the implant would eventually deplete or not and also which program she should be on. Patient services reviewed information. On (B)(6), the patient stated that she had gone to program 3 at 1.8 volts and she said she didn't think the program was working. The patient stated that she had called on the 18th because the stim was too high and curling her feet and she couldn¿t sleep. The patient decreased stim to 1.4 volts and she was having a lot of leaks even without drinking water, almost every hour she is looking for a restroom, and then after 30 minutes she is looking for another restroom. The patient is currently on program 3 at 1.4 volts. The patient wanted to go back to program 4 because she said that worked better. Patient services helped the patient switch to program 4 and she increased the stim to 1.7 volts. The patient stated that she felt the stim in her hip area. Patient services told the patient to monitor her symptoms and keep track in a diary for a couple days and see if it helps her symptoms. No further complications were anticipated/reported.